Event description:
According to the op report, this valve was explanted due to paravalvular leak with resultant aortic insufficiency and "mild" chf confirmed by cardiac catheterization. The pt also had a sjm mitral valve (25mt-103) that was noted to be "functioning normally" and remains implanted. At explant, "a small rent" was observed in the area of the right coronary and right coroanry cusps where the paravalvular leak was noted and there was "good tissue and growth" on the sewing cuff. The valve was replaced with sjm 17ahpj-505. The pt experienced postop atrial fibrillation that was treated medically and pt was subsequently discharged in 2001 in good condition".